Manufacturer narrative:
Concomitant medical products: device: ddmb1d1 ICD, implanted: (B)(6) 2017; product ID: 694758, product type: lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check had failed. The ra lead remains in use. No patient complications have been reported as a result of this event.